Event description:
It was reported that the pt, implanted 14 yrs ago, in the morning of (B)(6) 2013 suddenly didn't hear anymore.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.